Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's terminal end and insulation was damage. During the generator change, the lead insulation pulled apart from the connection. An additional lead was placed without further event. This rv lead was surgically abandoned. No additional adverse patient effects were reported.